Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high as well as rising pacing impedance, oversensing/noise, and a threshold that was sometimes higher than expected and then dropped again. During the revision procedure, short v-v intervals, high impedance, and noise/oversensing was noted when the device was manipulated around that area of the rv lead near the header. The silicon on the lead was noted to be "brownish" in the area between the connector and the bifurcation of the lead that was indicated to be like "when you cauterize to heavy". The lead was capped and replaced. No patient complications have been reported as a result of this event.